Manufacturer narrative:
The insulin pump received with no button response due to unlocked connector on lcd board. The insulin pump received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the bolus key on the insulin pump is not responding. The blood glucose reading was 17 mmol/l. There were no significant events prior to the keypad issues. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.